Event description:
The lens was originally implanted on (B) (6) 2008 following a cataract procedure. On (B) (6) 2008 and (B) (6) 2009, the patient suffered retinal detachment and was treated with peribulbar lignocaine and adrenaline. On (B) (6) 2010, the lens appeared opacified and on (B) (6) 2010, it was explanted.

Manufacturer narrative:
This lens is sold in the USA under model: ao60g.